Manufacturer narrative:
Scale module and main module on footboard.

Event description:
It was reported by service report that the scale and main module broke on 3002 bed footboard. No patient involvement or adverse consequences are reported.